Manufacturer narrative:
Retainer ring = black on oct 12, 2021, reporting that her pump is not giving her any alarms and her bg went to 700 (high bg) reasons why she is in the hospital mentioned also that she went to dka. On a related svn 000313001364 event date (B)(6)2021, I have a 630g and it¿s telling me insulin flow is blocked. Unit had minor scratched display window, scratched case, scratched serial number label, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0872 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. There was no "no delivery alarm" listed in the formatted history file on 12-oct-2021 or on 23-jul-2021. The test guardian link with the glucose sensor simulator communicated properly with the pump noted. Pump programmed with alert on high and the alert or alarm are functioning properly. Unit passed the functional test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. Unable to confirm alleged for high bg and dka. Customer alleged not confirmed for insulin flow blocked alarm and pump is not giving her any alarms. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Nurse gets her hemostats to run high pressure test. Reporting that her pump is not giving her any alarms and her blood glucose went to 700 reason why she is in the hospital mention also that she went to diabetic ketoacidosis. On a related svn (B)(4) event date (B)(6) 2021, I have a 630g and its telling me insulin flow is blocked. Device had minor scratched display window, scratched case, scratched serial number label, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. There was no "no delivery alarm" listed in the formatted history file on 12-oct-2021 or on 23-jul-2021. Device passed the functional test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. Unable to confirm alleged diabetic ketoacidosis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis, heart attack, covid on (B)(6) 2021. Customer reported high blood glucose level of & 700 mg/dl and698 mg/dl. Customer's current blood glucose level was 248 mg/dl. Customer was treated with manual injection. Trouble shooting was performed. Customer report symptoms of hyperglycemia such as confusion during hospitalization. Customer was using insulin pump within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis. Frn-mmt-ukn-rsvr, unomed set.